Manufacturer narrative:
One 8f swartz braided introducer sheath was received for evaluation. A leak was noted at the hemostasis valve during functional testing. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. Tearing, resulting in a hole, was noted in the proximal and distal seals. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn seals and subsequent leak is consistent with damage during use.

Manufacturer narrative:
The results, method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the procedure, an air leak occurred. Air was aspirated into a syringe that connecting to the extension port of the introducer after placing the introducer and applying pressure. Several aspirations were attempted with no resolution. The introducer was replaced and the procedure was completed with no adverse consequences to the patient. No additional puncture was required for replacing the introducer.